Event description:
The doctor reported the implant was removed due to implant fractured during placement on the same day of implant placement date. He replaced it with a larger implant (4.0 x 10) on the same day, per (B)(6) at the office on (B)(6) 2023. The bone quality at surgical site was type I. The oral hygiene around implant site was moderate. No significant finding was observed during implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.